Event description:
The customer reported that a cannula bent and cracked during a liposuction procedure. They indicated that there were no injuries or delays associated with the incident, and the procedure was successfully completed using a different cannula. The device's DHR was reviewed, and all required inspections were performed and passed without any deviations or non-conformities noted. The cannula was returned for evaluation. The production team investigated the potential cause of the damage and concluded that it may have occurred prior to the procedure. The instructions for use (mkt-2901 rev01) for cannulas specify that a visual inspection should be performed on each instrument prior to use. Section 1.1 of the IFU further states to visually inspect the instrument thoroughly for any obvious signs of bends, fractures, cracks, dents, or irregularities. This incident is considered isolated, as no similar occurrences have been reported in the past five years.